Event description:
It was reported that the customer has been experiencing high blood glucose levels after every bolus. Pump passed delivery system check, and customer reports basal insulin appears to be delivering as expected. Customer took manual injections to stabilize blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.